Event description:
It was reported that the customer's insulin pump had a blank display after he received a low battery alarm. The display did not return even after troubleshooting. His blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for blank display anomalies, no anomalies were noted. The insulin pump powered up properly after battery installation and received with operating currents within specification. No damage on the lcd isolation tape noted. However, unit received with corroded battery cap contact. No cosmetic damage noted.